Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure due to loss of reduction of the femoral neck system (fns). Before the revision procedure, the patient experienced pain. Initially, the patient was implanted with the reported device on (B)(6) 2020. During the revision procedure, the distal locking screw had to be drilled out as it was cross threaded with the fns plate. All the fns devices were successfully removed then the patient was revised to a total hip arthroplasty. The procedure was successfully completed with 20-minute surgical delay. Patient status is unknown. (B)(4) will capture the post-op event where the patient underwent a revision procedure due to loss of reduction of the femoral neck system (fns), while (B)(4) will capture the intra-op event of the revision procedure where the distal locking screw had to be drilled out as it was cross threaded into the fns plate. This report is for one (1) anti-rotation screw for femoral neck sys 85mm length - sterile. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.